Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. Customer stated that the system was unable to boot up. They tried rebooting the system multiple times, but the issue persisted. On onsite visit, fse later confirmed that the customer had opened the case under their azurion, whereas the issue was with their allura system. Since the call was logged into the wrong equipment, the case was closed. No further action is required at this time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.